Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a skin flap infection which was aspirated and subsequently treated with IV antibiotics. The implanted device remains. There are plans to explant the device and reimplant the patient with another device, which has not occurred as of the date of this report, (B)(4), 2011.